Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. There is no evidence that supports the peritonitis was caused by a liberty select cycler malfunction or product deficiency. The exact cause of the patient¿s escherichia coli peritonitis cannot be determined; however, it is possible the bacterium was introduced via touch contamination during ccpd therapy. Escherichia coli is one of the most common organisms that cause gram negative peritonitis in pd patients. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
It was reported this elderly patient on continuous cycling peritoneal dialysis (ccpd) was hospitalized for 4 days with peritonitis. Additional information received through follow-up revealed the patient was experiencing abdominal pain with hazy pd effluent. A pd effluent culture was performed (unknown date) which revealed a white blood cell (wbc) count of 210 and growth of the bacterium escherichia coli. Details surrounding the patient¿s hospitalization course are unknown. However, it was reported the patient was treated with antibiotics (unknown drug, dose, frequency and duration). The patient continues pd therapy.